Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has triggered a travel coarse error. It had occurred before patient use.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the complaint concerning ¿travel course error¿. The complaint was confirmed when reviewing the alarm history finding errors for travel course as well as errors for primary audible alarm. The drive train components were replaced including leadscrew, clutches, worm coupling and stepper motor. In addition, a new barrel clamp was installed to address recall as well as a new speaker, top, bottom and plunger cases, all replaced due to damage. The pump was recalibrated and tested passing all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.